Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position, and size of the ventricular assist device (vad), tension/ trauma to the driveline exit site, duration of time on vad support and history of infections. There are possible patient and pharmacological factors that may have contributed to this event. Patient has a history of chronic driveline infections and history of antibiotics. Patient was also in hospice for the last 3 months on their lives, with only comfort measures provided heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient presented on (B)(6) 2017 for clinic visit with the complaint of increasing drainage and worsening of the site of drive line for left ventricular assist device (lvad). Patient stated there was blood draining and redness around the site, and stated it felt tender. Patient has history of multiple driveline infections in the past and has been on chronic doxy and cephalexin at home. Patient has had growth of (B)(6) and enterococcus in the past.  Patient denies any fevers or chills. Patient's cultures of drive line site were drawn in clinic (B)(6) 2017 and grew pseudomonas pan-sensitive and abdominal ultrasound (us) revealed increase in fluid collection at the site. Patient presented (B)(6) 2017 and initially started on vancomycin and zosyn for drive line infection. Blood cultures (cx) (B)(6) 2017 and (B)(6) 2017 were negative and patient remained afebrile.  Transplant infectious disease (ID) consulted and recommended intravenous (IV) zosyn for 4 weeks followed by cephalexin 500 q6hrs and ciprofloxacin 500 twice a day (bid). Peripherally inserted central catheter (PICC) placed (B)(6) 2017 for intravenous use of medications.  At discharge on (B)(6) 2017, temperature was 97.1f, white blood count (wbc) = 8.63 x10(9) l.  Patient to follow-up in 3 to 4 weeks after discharge. It was documented in the clinical study that the issue had been resolved. No additional information available.